Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited undersensing and high thresholds. A loss of slack was noted at the time of the explant and replacement procedure and the physician suspected the lead had pulled back. The implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and was also explanted and replaced. The right atrial (ra) lead triggered a warning due to high impedance. The ra lead impedance was variable and trended upwards. The ra lead further exhibited oversensing and noise. The physician suspected the lead had become loose in the header. The ra lead remains in use. No patient complications have been reported as a result of this event.